Manufacturer narrative:
Manufacturer¿s ref# (B)(4) summary of investigational findings: this complaint is opened to address thrombosis in a zta stent graft, in a patient enrolled in a zenith alpha thoracic post market retrospective study (17-13). On (B)(6) 2024, this 71-year-old male patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a zta-p-36-161 and a zta-p-36-209 intended proximal landing zone was reported as zone 3, 2 cm distal to left subclavian artery (lsa). The proximal and distal neck are reported as parallel with mild occlusive disease and calcification, severe tortuosity and without thrombus. It is also reported that there was localized angle > 45 degrees in segment of aorta into which deployment of the device is intended. Procedure imaging revealed patent study devices. Location of graft material of proximal edge of the most proximal component was zone 2, left coronary cusp (lcc) to lsa, no coverage of the lsa, no endoleaks, and no device issues. The patient was discharged on anti-coagulants and aspirin. On (B)(6) 2024, follow-up imaging revealed patent study devices, evidence of thrombus at the proximal zta component, no device issue, and no endoleak. The patient was taking anti-coagulants and aspirin. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint is related to the implanted stent graft. This complaint originates from a retrospective post market study where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use and/or label. It is reported that the proximal and distal neck was with severe tortuosity and there is localized angulation larger than 45 degrees in a segment of aorta into which deployment of the device is intended. According to the instructions for use ¿no localized angulation should be larger than 45 degrees.¿ the device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. There is a possibility that the reported angulation/tortuosity could have been a contributing factor for thrombus formation in the zta stent graft. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). D4) model#: zta-p-36-161 and zta-p-36-209. D4) lot#: e4479505 and e4486370. G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): synopsis: thrombosis within the study device was noted 15 days post-procedure. On (B)(6) 2024, this 71-year-old male patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a zta-p-36-161 and a zta-p-36-209, starting at zone 2 (proximal/distal location of devices queried). Procedure imaging revealed patent study devices, no coverage of the lsa, no endoleaks, and no device issues. The patient was discharged on anti-coagulants and aspirin. On (B)(6) 2024, follow-up imaging revealed patent study devices, evidence of thrombus at the proximal zta component (queried which device), no device issue, and no endoleak. The patient was taking anti-coagulants and aspirin. On (B)(6) 2024, the patient underwent angioplasty stenting of the left primitive and left external iliac artery by lateral femoral puncture. Queries have been placed to request the event that required this treatment. The treatment was not considered a secondary intervention and was not related to the study device, procedure, or treated aortic disease. The 6-month follow-up visit on (B)(6) 2024 did not include imaging. The patient was taking anti-platelets and aspirin. The 12-month follow-up visit on (B)(6) 2025 did not include imaging and notes a new ae since last visit (queried as no other ae has been entered). The patient was taking anti-platelets and aspirin. Proximal and distal aortic neck reported with severe tortuosity. Localized angle > 45 degrees in segment of aorta into which deployment of the device is intended. Patient outcome: there has not been any further imaging after thrombosis was noted in which assessment of it could be made.